Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report atypical delivery catheter steering which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. Clip delivery system (B)(4) was aligned and straddled without issue. During m/l knob manipulation, the delivery catheter (dc) shaft would steer in an unanticipated direction while in the left atrium. The device was removed without reported issue and another device was used in replacement. Two mitraclips were implanted, reducing the mr to grade 1. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device returned for analysis. All available information was investigated and the reported sleeve steering issue was not confirmed. An actuator mandrel bend was identified. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported sleeve steering issue appears to be related to the reported dilated atrium and ventricle (challenging patient anatomy). There were likely procedural interactions due to curvature around the challenging anatomy, which resulted in increased tension on the device and contributed to the reported user experience. Furthermore, the identified actuator mandrel may have been a result of the sleeve steering issue; however, a definitive cause could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.